Event description:
It was reported the impedance reading showed damage to all four electrodes. It was stated the patient¿s device was removed due to normal battery depletion and lead breakage. It was noted there was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v813487, implanted: (B)(6) 2012. Product type: lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.